Manufacturer narrative:
Nah6: device code 3190 removed.

Manufacturer narrative:
Date of event estimated as (B)(6) 2020. The device was returned for analysis. A suture detachment was observed. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The observed suture detachment and unknown treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an unspecified issue occurred with a proglide device. No additional information was provided. Returned device analysis identified that the suture was separated 1mm distal to the swage end of the posterior needle tip.